Event description:
It was reported that the patient experienced pain and a burning sensation at the implantable neurostimulator site when stimulation was on and off. The patient's pain was aggravated when the patient would turn on the stimulator. The patient had good coverage in leg and hip area. Additional information received, reported that the event was attributed to the patient's lead. The patient's physician suspected a neuroma. The patient underwent a lead revision. It was reported that the patient experienced no injury. The patient did not return to their health care provider for follow up.